Manufacturer narrative:
Product complaint #(B)(4). The following information was requested, but unavailable: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Please provide the lot number for the involved device. Please provide the procedure name and date. I am sorry to share that I do not have any additional information on this suture compliant. This was reported to me by a materials manager who did not have surgery details. Investigation summary: the product was not returned to ethicon inc for evaluation, only was received an empty foil packet and an empty winding former of product code 1915. Needle or suture was not returned, based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The manufacturing records couldn't be reviewed as the batch number is unknown. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle pulled off immediately from two sutures. Procedure was completed successfully with no adverse consequences for the patient. Two devices will be returned. Additional information was requested.